Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2018. According to the complainant, an advanix stent was placed in the patient who had a billroth ii surgery at another facility. Post procedure, the patient was brought to (B)(6) hospital for a planned removal of the stent and to clear out the remaining stones. When the spyscope reached the papilla, it was noticed that the stent had migrated proximally into the common bile duct. The patient was sent home and was rescheduled for another stent removal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.